Event description:
Pt was scheduled for turp and bladder stone removal. Due to the size of the prostrate, suprapubic prostatectomy was planned. The jaws of the device became misaligned while in use. Surgeon was unable to realign it and procedure was converted to open surgery immediately. Pt is recovering.